Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was also noted that the aus was not working properly due to fluid loss. The aus was explanted. There were no additional patient complications reported.